Manufacturer narrative:
(B)(4). 3004753838-2024-254743 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2024. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure could not be determined. No injury or medical intervention was reported.